Manufacturer narrative:
A complete lead was returned for evaluation. Visual inspection revealed no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The results of the investigation concluded that the reported undersensing and no capture issues could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the lead had decreased sensing and an increase in capture threshold. A fluoroscopic examination indicated the lead was not dislodged. The lead was then disconnected from the device and tested which confirmed a connection issue. While attempting to reposition the lead, a portion of lead near the pin was damaged. The lead was extracted and replaced with no adverse consequences to the patient.